Event description:
It was reported that the patient had a successful permanent trial and moved forward with the procedure to implant the implantable pulse generator (ipg). During the implant procedure, the physician was unable to insert the lead that was previously implanted as part of the permanent trial, to the ipg. Troubleshooting was attempted intraoperatively, however the lead still displayed high impedances as a result of the lead not being properly inserted into the ipg. Therefore, the lead was successfully explanted and replaced with a new lead. There were no patient complications postoperatively.

Manufacturer narrative:
Device analysis performed on the returned lead revealed the proximal end was bent/fractured between the eighth contact and the retention sleeve. Also, the cables were exposed near the fracture location. Therefore, it was concluded that the lead sustained this damage by a surgical tool during the proximal ends insertion into the ipg port which prevented its full insertion. Because it was not inserted fully, it resulted in high impedance readings. The instructions for use (IFU) states to avoid using excessive force or bending the lead during the procedure. It additionally states to avoid damaging the lead with sharp instruments or excessive force during surgery. Therefore, this investigation is able to determine a probable root cause for the complaint as unintended use error caused or contributed to event.

Event description:
It was reported that the patient had a successful permanent trial and moved forward with the procedure to implant the implantable pulse generator (ipg). During the implant procedure, the physician was unable to to insert the lead that was previously implanted as part of the permanent trial, to the ipg. Troubleshooting was attempted intraoperatively, however the lead still displayed high impedances as a result of the lead not being properly inserted into the ipg. Therefore, the lead was successfully explanted and replaced with a new lead. There were no patient complications postoperatively.